Event description:
It was reported "battery not charging". Additional informations states that to continue therapy the iab pump console was replaced. No patient injury or consequence reported. The patient's current condition is reported as "good".

Manufacturer narrative:
(B)(4). The reported complaint for "battery not charging" was confirmed upon field service. The battery was replaced. A full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "battery not charging". Additional informations states that to continue therapy the iab pump console was replaced. No patient injury or consequence reported. The patient's current condition is reported as "good".

Manufacturer narrative:
Qn# (B)(4).